Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and two competitive leads. During the implant procedure, lead diagnostics were normal with the pacing system analyzer (psa). However, intermittent noise on both channels was observed when the leads were interfaced to this device. Following the implant procedure, intermittent capture at maximum device outputs was observed which caused pacing inhibition. Additionally, threshold measurements decreased significantly. Additional troubleshooting was performed which did not resolve the clinical observations. Therefore, this device was explanted. A replacement device was implanted which operated normally. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header confirmed all dimensions to be within specifications. The device was subjected to and passed all automated returned product electrical testing which confirms proper operation of the pacing and sensing functions of the device, as well as a lead impedance test. The allegations from the field were not confirmed through testing and detailed analysis. No other adverse events have been reported.